Event description:
It was reported that during a da vinci si surgical procedure, while using the 8mm small clip applier instrument, one of the jaws broke and fell into the patient. The surgeon immediately retrieved the instrument fragment and the planned procedure was completed. No patient harm, injury or adverse event was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. Multiple attempts have been made to obtain further information however as of the time of this report the site has not responded. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.